Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer discovered damage on the mouth of the battery compartment. Insulin pump was exposed to moisture and o ring was in place. Customer stated that o ring was not debris free. The customer stated the contacts on the battery cap were neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.